Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd). The patient was hospitalized for this event; however, treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted for potentially associated lot numbers h13f18103 and h13e06084 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was treated with gentamicin (dose, frequency and route not reported) for the event. The patient later recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.